Manufacturer narrative:
Follow-up #1 date of submission 06/01/2016-product analysis: the device was returned and evaluated by product analysis on 05/13/2016 with the following findings: two battery compartment cracks were observed. Unrelated to the complaint, the ok keypad button was under responsive. The ok keypad contact was damaged.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (battery compartment: cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.